Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) addressed repeated failures in full height drawer 1 by inspecting and cleaning connections, replacing the retractor band, and performing a full drawer test via the hardware test application (hta), with success. Pyxis was rebooted, escort logged in and checked. Proactive preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had multiple failures. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.